Event description:
It was reported that the keypad button presses did not activate desired pump functions. The reporter claimed all keypad buttons were hard to press, sticking and required multiple presses for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on all the keypad buttons. The buttons did not have normal spring back or click, it was confirmed that the keys were sticking when pressed and when the keypad cover was removed, there was evidence of adhesive/contamination found under all key contacts.